Manufacturer narrative:
The returned device was evaluated and the device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The pod was received with the cannula assembly fully deployed. Fluid path testing found the fluid was able to flow completely through the fluid path. A kink was observed in the soft cannula, but did not prevent fluid flowing through the complete fluid path, fluid path testing showed that the kink did not cause leaking. The timing and cause of the soft cannula kink could not be determined. No problems were found with the pod during the investigation that would cause fluid leaking during wear.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods was leaking and the adhesive failed to adhere. As treatment, the patient applied a new pod.